Event description:
The company was informed that the pt's electrode array was partially inserted in the cochlea. The pt underwent surgery to reposition the electrode array on (B)(6) 2012. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.